Event description:
It was reported that the bd vacutainer® rapid serum tube (rst) blood collection thrombin tube's sample was found hemolyzed by the roche 8000 analyzer after being centrifuged for 7 minutes at 5500rpm. Additionally, it was reported that "just over 10%" of specimens in the ER had issues with hemolysis in a one month time period, accounting for "about 24%" of hemolyzed samples in the hospital. The tubes were reportedly chosen for use for increased clotting time so the samples could be "analyzed quicker". Tubes "up to 90mg" are considered "runnable" by the lab director, though samples with hemolyzed hemoglobin "over 45mg" were reported to keep the results "within 10%". The customer reported that this issue has been "going on for at least 3 years +". As reported by the customer, "issue: 30% hemolysis with the rst tube, 368774, no specific lot #. He states this has been going on for at least 3 years +. The analyzer used is the roche 8000 centrifuge speed is 5500rpm for 7 minutes. Over a month the average was just over 10% for hemolyzed specimens in the ER, in total the ER accounted for about 24% of the hemolysis in the hospital. The orange rst was chosen for the increase in clotting time so that specimens could be analyzed quicker. Our lab was also set to call any tube over 45mg hemoglobin hemolyzed. I am not sure what other hospitals range is for this but according to the lab director up to 90mg is considered runnable but the doctor over the lab wanted the results to be within 10%."

Manufacturer narrative:
H.6. Investigation: investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the lot number; however, bd had not received a response from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Hemolysis can be caused by many sources, including certain patient pathological conditions, improper specimen collection, specimen processing, and specimen transport. Specimen collection factors that can contribute to hemolysis range from prolonged tourniquet time and improper venipuncture technique to transferring a sample from a syringe draw or IV catheter. Specimen processing factors include vigorous mixing or shaking of the specimen, not allowing the specimen to clot for the recommended amount of time, prolonged contact of serum or plasma with cells, and exposure to excessive heat or cold. Finally, mechanical trauma and other adverse conditions during transport of tubes can result in hemolysis. Investigation conclusion: as bd life sciences - preanalytical systems had not received any sample, photo,or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd vacutainer® rapid serum tube (rst) blood collection thrombin tube's sample was found hemolyzed by the roche 8000 analyzer after being centrifuged for 7 minutes at 5500rpm. Additionally, it was reported that "just over 10%" of specimens in the emergency room had issues with hemolysis in a one month time period, accounting for "about 24%" of hemolyzed samples in the hospital. The tubes were reportedly chosen for use for increased clotting time so the samples could be "analyzed quicker". Tubes "up to 90mg" are considered "runnable" by the lab director, though samples with hemolyzed hemoglobin "over 45mg" were reported to keep the results "within 10%". The customer reported that this issue has been "going on for at least 3 years +". As reported by the customer, "issue: 30% hemolysis with the rst tube, 368774, no specific lot #. He states this has been going on for at least 3 years +. The analyzer used is the roche 8000. Centrifuge speed is 5500rpm for 7 minutes. Over a month the average was just over 10% for hemolyzed specimens in the emergency room, in total the emergency room accounted for about 24% of the hemolysis in the hospital. The orange rst was chosen for the increase in clotting time so that specimens could be analyzed quicker. Our lab was also set to call any tube over 45mg hemoglobin hemolyzed. I am not sure what other hospitals range is for this but according to the lab director up to 90mg is considered runnable but the doctor over the lab wanted the results to be within 10%."